Event description:
It was reported that a pump displayed constant downstream occlusion alarms. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Incoming evaluation found the downstream sensor current reading without a set loaded within specifications. However, with a fluid filled set loaded the sensor was out of specification. This signal level is the cause for the downstream occlusion alarm. The unit was reworked and recalibrated.